Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they woke up in the morning and the insulin pump was not working. They tried changing the battery but it would still not turn on. Prior to the blank display, they had gone to bed with a blood glucose level of 300 mg/dl which they treated with a bolus. The customer also reported that there was a piece on the battery compartment that broke off. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: blank display due to faulty. Unable to perform the operating currents measurement, self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display anomaly. Insulin pump had cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip, belt clip slot, minor scratched and cracked display window.